Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display unit, anesthesia control board, and the power controller were replaced.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.